Event description:
Affiliate reports valve was implanted in 1996. Pt underwent MRI in 10/1999 that confirmed expansion of ventricle. Doctor changed pressure but the ventricle did not reduce and the valve was explanted in 1999.